Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the intermittent red cross on the lcd display and the battery is rattling in battery compartment. There was no reported patient involvement.